Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) after changing the infusion site. Customer changed pump supplies and administered a bolus with the pump to treat bg level; however, bg levels remained elevated and customer administered an insulin injection. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Contact reported that the customer reverted to another pump for diabetes management and their bg levels decreased.